Event description:
The customer reported being hospitalized due to high blood glucose over 300mg/dl. Troubleshooting was performed and found that that the food intake was not matching with the blood glucose. The time and date were incorrect. Assisted the caller with correcting them. While assisting the customer with rewinding and priming, the customer got a no delivery alarm. Instructed the caller to run a manual prime test and the insulin did exit. Further testing was declined and the customer requested having the device replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump function and deliver basal properly. However, the insulin pump had loud motor noise during rewind due to faulty motor. The insulin pump returned with broken and missing part of reservoir tube lip. Cracked case above corner of display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.